Event description:
It was reported that during the pta/stenting treatment procedure, the express billiary ld pmtd stent partially dislodged from the delivery catheter. The stent was to be placed partially overlapping a previously implanted stent. The delivery catheter was being advanced through the existing stent when the partial dislodgement occurred. The stent, delivery catheter, and sheath were removed. A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as `ok'.